Event description:
Resident with right sided weakness got finger trapped requiring amputation. Chair arms are insufficient while in tilt position allowing hands to become entrapped between frame. *safety alert*